Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8352-50 serial #: (B)(4) description: coveredge x 32, 50 cm 4x8 surgical lead model #: sc-4316 lot #: 18955812 description: next generation anchor kit-sterile the explanted devices were not returned to bsn as it was discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection. Patient symptoms were redness and swelling. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the infection was at ipg and lead site. Infection was not device related and likely procedure related. Nothing notable that would have caused it. Antibiotics were prescribed.

Event description:
A report was received that the patient developed an infection. Patient symptoms were redness and swelling. The patient underwent an explant procedure.